Event description:
It was reported that the user awoke to find the ilet out of a pajama pocket with the pump housing split into two pieces, requiring a rubber band to keep it together, while the display continued to show glucose information and insulin delivery; this was characterized as a device bonding/separation problem involving the display assembly. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss or failure to bond of a device component associated with the display. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.